Event description:
The complainant reported the patient's duodenum perforated, during the dilation procedure. The balloon was inflated to the prescribed inflation pressure. When the surgeon realized the patients bowel had perforated he removed the cre balloon and sent the patient for immediate surgery. The surgeon stated that the balloon did not malfunction. The cause of the perforation is not known. The patient is recovering well.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.